Event description:
The facility's biomedical engineer returned a pump for service and review of the event history revealed the pump had gone into failure code 812:02. Writer attempted to contact biomed at account to obtain information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, but no contact has been made with the account to date.